Event description:
It was reported that the patient had surgery for an unrelated issue to her device on (B)(6) 2015. The patient had a large mass removed, but the surgery was pretty close to where device was located. It was noted that since the surgery she had been experiencing shocking jolting sensation issues. The patient stated it was almost like she was being electrocuted. It was also mentioned in the morning of this call that patient was not able to adjust stimulation and saw a display showing "call your doctor" icon. A power on reset (por) condition was noted because she could not find her programmer until the day of this call. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va06j7j, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).